Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize an ECG signal) was confirmed. As received, the monitor failed incoming test as it would not complete a baseline ECG and would not recognize therapy electrode contact. Upon evaluation, the monitor case was cracked and the belt receptacle was making intermittent contact with the defibrillator board connection. The cause of the inability to recognize the ECG electrodes and therapy electrodes is the intermittent connection. The root cause of the intermittent connection is excessive force placed on the monitor at the receptacle. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize an ECG signal.